Event description:
It was reported that using a femoral artery access approach during a procedure of the unspecified artery, the 2.5 x 12 mm trek balloon dilatation catheter (bdc) was being advanced through the rotating hemostatic valve (rhv) into the guide catheter onto the guide wire when the shaft separated; there was no reported resistance nor any force being used. The trek and the guide catheter were removed as a system without issue. The same rhv, guide catheter, and guide wire were used with a second 2.5 x 12 mm trek bdc in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.